Event description:
It was reported that the user experienced elevated glucose attributed to a large air bubble observed in the luer connector; the user was low on supplies and, after changing the luer connector (lot 34154, connector 34154), insulin delivery resumed through the line. Symptoms included hyperglycemia. Outcomes included no hospitalization and successful symptom resolution after user-led troubleshooting and education. Investigation included review of the reported alarm 359 on the ilet and remote troubleshooting focused on infusion pathway integrity and user technique. Investigation of this case revealed a transient delivery interruption likely due to air in the luer connector, with function restored after replacement; no additional device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.